Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the catheter was found to be broken between 16 cm and 19 cm from the hub with 3 cm braid exposed and broken between 20.5 cm and 24 cm from hub with 3.5 cm braid exposed. The catheter was also found to be kinked at 9 cm and 13 cm from the hub. The catheter was stretched at 20 cm and 24 cm from the hub. The catheter was removed from the carrier hoop with no resistance. The tip was found to be kinked at 12.5 cm from the distal tip. Coating damage was evident both proximal and distal to the breaks on the catheter and between 89.5 cm and 92 cm from the distal tip and contrast crystals were also present between 89.5 and 92 cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during preparation for a transcatheter oily chemoembolization therapy (toce) procedure, carrier hoop removal difficulties and a device kink occurred. The target lesion was located in the liver. During unpacking the renegade hi flo catheter was unable to be removed from its carrier hoop. Before removal the carrier hoop was flushed with heparinized saline to activate the hydrophilic coating. It was reported that after flushing the carrier hoop there was still difficulty removing the device and the device became badly kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft break.